Manufacturer narrative:
This report is related to report # 3004939290-2021-02116. As reported, two (2) 6f-7f mynx control vascular closure devices (vcd) were used; however, one balloon ruptured, and one balloon had a hole in it. So, they were not used in the patient. The hole in the balloon on (device a) was noted prior to use. There was no reported patient injury. The devices were opened in sterile field. The two mynx controls were prepped per instructions for use (IFU) by the physician. The physician was well trained and has used mynx properly for years. There was nothing unusual noted about either device prior to inflation. There was no difficulty removing either device from the packaging. No anomalies were noted on both devices when they were removed from packaging. Manual pressure was not held to achieve hemostasis. The sheath was not kinked and/or bent. The was no difficulty advancing through the sheath. There was no resistance experienced as the mynx was advanced through the sheath. The vessel did not have any visible calcium/plaque near the puncture site. There was no stent noted at or near the puncture site. The vessel did not have a stenosis of greater the 50% at or near the puncture site. 2021-00147780-1 the product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1, button 2 and the sealant remained in manufacturing position with the stopcock open. The syringe was not attached to the device. The procedural sheath was not returned with the device. Per functional analysis, the inflation indicator and the balloon of the returned device could not be inflated. A leak was observed on the balloon. Per microscopic analysis, leak through a pin hole was observed on the balloon of the returned device. The inner sleeve was wide open, and the sealant was exposed to moisture prematurely. The grip tip was observed deformed/ crushed with force. A product history record (phr) review of lot f2101302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to check for any leaks in the balloon and avoid using the device if any leaks are observed. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Correction being sent to reflect the corrected related report # 3004939290-2021-02117.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2101302 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, two (2) 6f-7f mynx control vascular closure devices (vcd) were used; however, one balloon ruptured, and one balloon had a hole in it. So, they were not used in the patient. The hole in the balloon on (device a) was noted prior to use. There was no reported patient injury. The devices were opened in sterile field. The two mynx controls were prepped per instructions for use (IFU) by the physician. The physician was well trained and has used mynx properly for years. There was nothing unusual noted about either device prior to inflation. There was no difficulty removing either device from the packaging. No anomalies were noted on both devices when they were removed from packaging. Manual pressure was not held to achieve hemostasis. The sheath was not kinked and/or bent. The was no difficulty advancing through the sheath. There was no resistance experienced as the mynx was advanced through the sheath. The vessel did not have any visible calcium/plaque near the puncture site. There was no stent noted at or near the puncture site. The vessel did not have a stenosis of greater the 50% at or near the puncture site. The mynx with the hole is expected to be returned for analysis and the other one will not be returned.